Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to being implanted with an impella cp device for mechanical circulatory support. Upon initiation of support, flows flows did not exceed 1.0 l/min in auto mode. Staff attempted to adjust the flow level, but no increase in flows was observed. The impella device was repositioned, yet there was still no change in flow rates. Consequently, the impella was explanted, and a new device was implanted. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the low pump flow was most likely was patient condition as patient had severe three-vessel disease at the time with ef 30%. This report is being filed as part of a retrospective review of historical records.